Event description:
It was reported that the customer was hospitalized due to high blood glucose of 591mg/dl. The customer was experiencing unexplained high glucose for the past several hours. Troubleshooting was performed. The customer stated that the doctors determined it was the bent cannula that causes his high glucose. It was stated that since his admission he has been using sites that he did not use before and he is having better results. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.